Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient was currently receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of 1219.3 mcg/day. The drug lot number of lioresal was unknown. The indication for use regarding the pump was intractable spasticity and cerebral palsy. As per the hcp, the patient's mother indicated she was starting to see a lot more tone in the patient. A pump alarm was heard. Telemetry confirmed a critical alarm was occurring regarding low battery reset. The pump was in safe state. The date of the event was (B)(6) 2015. Replacing the pump as soon as medically possible and managing the patient outside of the pump until replacement was being considered. No further information was reported. Additional information was received from a company representative (rep) indicated the pump was replaced on (B)(6) 2015 and the catheter was not changed. The catheter was not aspirated and a back table prime of 0.3ml over 19 minutes was completed. The patient would be started at 100 mcg/day of 2000 mcg/ml of lioresal. The drug lot number, therapy dates of lioresal intrathecal, other medications, medical history, cause and patient outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.